Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information on how to reset the pump and assisted the customer with the process. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump while being instructed to call back if any issues reoccurred.